Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: result - a sample was not returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Preventive maintenance, calibration, and equipment were reviewed and no abnormality was observed that could have influenced the issue. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode as no sample was returned for evaluation. Of note, CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that the safety feature of the suspect device did not "click" when activating after giving the patient an injection. Therefore, the needle remained exposed and the nurse received a needle stick injury. Lab work was performed on the nurse and source patient; all results were negative.